Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve , the valve was deployed quickly and an angio confirmed that the valve had dislodged into the left ventricular outflow tract (lvot) to a depth of 16/17mm and resulted in severe aortic regurgitation. A transthoracic echocardiogram (tte) confirmed the anterior part of mitral valve was compromised. An attempt was made to snare the valve using both paddles with snares that had been inserted through right and left femoral arteries. However, the valve would not move. Force on the snares was released and the valve dislodged into the ascending aorta. Hemodynamics were stable. Due to the size of the valve and that one of the snares had become knotted in a paddle, the valve was replaced with a 29mm surgical valve. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that valve was deployed quickly, and an angiogram confirmed that the valve had dislodged into the lvot to a depth of 16/17mm and resulted in severe aortic regurgitation. A tte confirmed the anterior part of mitral valve was compromised. Potential factors that can influence a valve to dislodge include tension applied on the dcs during positioning, calcification levels, compliance of the native anatomy, and user technique. Valve dislodgement events are typically not related to a device malfunction. There was no conclusive evidence to show a device malfunction occurred. Aortic regurgitation could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, it was reported that the severe aortic regurgitation resulted from the sub optimal position of the valve after the valve dislodged and ended up too deep at 16/17 mm. Mitral regurgitation post aortic transcatheter implant could potentially be caused by patient anatomical and procedural factors, where the implant depth could cause impingement to the mitral valve/apparatus potentially leading to a compromised mitral valve function. In this case, it was reported that the valve ended up in a sub optimal position, too deep, at 16/17mm after the valve dislodged, which may have contributed to this event. It was reported that an attempt was made to snare the valve using both paddles with snares that had been inserted through right and left femoral arteries. However, the valve would not move. Force on the snares was released and the valve dislodged into the ascending aorta. In this case, and at this point it was reported that the patient¿s hemodynamics were stable. It was also reported that due to the size of the valve and that one of the snares had become knotted in a paddle, the valve was surgically explanted and replaced with a 29mm surgical valve. No other adverse patient effects were reported. The evolutr instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." Cine images were received and reviewed. The imaging provided, confirmed there was a good valve load at the start of the case. There was a balloon sizing technique along with an angiogram performed before the valve system went in. During the last attempt the valve position was favorable at 80% with the depth, but the full deployment was not imaged. The imaging confirmed that the valve which was deployed at 100% did dislodge into the left ventricle. There was no imaging confirming echocardiogram was used to access the mitral valve involvement. There was an attempt to move the valve using two snares, however there was no imaging confirming the valve¿s location. There was no evidence confirming the valve was explanted and a surgical valve implanted instead. The review of the cines concluded that there were no images of the full deployment. When the valve was fully deployed the valve dislodged into the left ventricle. However, there was no indication of the mechanism in which the valve dislodged. Based on the information and cines images provided, a conclusive cause for the reported dislodgement of the valve could not be determined. The potential root cause of the reported event was a valve dislodgement, primarily due to manipulation of the delivery catheter system (dcs) when attempting to place the valve. It should be noted that the evolutr was size 34mm (annulus diameter on the upper end per the guidelines of IFU) was replaced with a valve of smaller size (29mm). Calcification level may have also played a role as moderate asymmetrical calcification was reported. It was also reported that ¿due to the size of the valve and that one of the snares had become knotted in a paddle, the valve was surgically explanted¿ and replaced with a surgical valve (29mm). As mentioned above, the evolutr IFU warns the user against using a snare to reposition a deployed valve. There was no information to indicate a device malfunction or a quality deficiency. If information is provided in the future, a supplemental report will be issued.